Event description:
Report received that high impedance was observed on a patient's vns device. Prior to this report, the patient had been referred for a generator replacement. The clinic notes associated with the replacement indicated that the patient had a breakthrough seizure which appeared to be the reason for the replacement referral. The physician had later indicated that he did not believe the seizure was related to vns, however, it was at this time that he provided an image of the vns interrogation which showed high impedance. Prior to the generator replacement, field representative reportedly interrogated the device in the pre-operative room and indicated normal impedance was present. A system diagnostic test was taken to verify this and it also showed normal impedance values. A final interrogation was done in the or right before the generator was replaced and normal impedance was seen. The generator was replaced but the lead was not. The programming history was reviewed but the data did not indicate that high impedance was present. The data was only available up until two years prior to the high impedance being reported. The generator has not been received by the manufacturer to date. No additional relevant information has been received.

Event description:
Further information was received that the generator was received by the manufacturer for analysis. Product analysis has not been completed to date. No additional relevant information has been obtained.

Event description:
Further information was received that product analysis was completed on the generator. Besides typical markings and discoloration associated with implant and explant, no surface anomalies were observed. The generator was able to be interrogated and system diagnostic testing was run. All test results were normal. The generator also passed all functional and electrical testing. It was monitored for 24 hours in a simulated body environment and there were no signs of signal variation. All tests were normal. The battery had depleted but was still functional. Data from the generator was also reviewed. There was no indication of an impedance fluctuations during implant. No anomalies were found with the generator and the data did not confirm that high impedance was ever present. No other relevant information has been received to date.